Manufacturer narrative:
Date of report: december 20, 2007.

Event description:
Procedure: distal gastrectomy. According to the reporter: prior to using the device the patient was bleeding in the stomach (gastric tube). However, after firing the device at the distal side of stomach bleeding from the stapled end did not stop. The doctor could not stop bleeding, and so the entire stomach was removed. The first mucous membrane around stapled side was very fragile. Reportedly, some part of jaws might cut some mucous membrane when fired and from there bleeding occurred. Amount of blood loss was less than 500ccs. No additional patient complications was reported.